Manufacturer narrative:
It was reported that the ventilator failed safety valve test and pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The nozzle units for the air and o2 gas modules were found to be defective and issue was resolved by replacing them. The ventilator was handed over to the customer in proper working condition. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. The root cause to the reported issue cannot be determined through this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed safety valve test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).